Event description:
It was reported to philips that a battery pca pin was broken. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that a battery pca pin was broken. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 2 was completely broken, and the internal pogo spring was exposed.